Manufacturer narrative:
(B)(4). All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit state: "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A distributor in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that a rt380 adult dual heated evaqua2 breathing circuit was cracking on the 4th day of use. There was no patient consequence.